Event description:
New information received noted that dislodgement was confirmed via x-ray.

Event description:
It was reported that patient presented in clinic before predischarge check. It was noted that atrial lead was dislodged and exhibited far r-wave over-sensing. The lead was repositioned successfully. Patient was recovering.